Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
On (B)(6) 2009, the patient began treatment with dianeal 1.5% unknown intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was hospitalized with abdominal pain, cloudy effluent and fever. On that date, the patient was diagnosed with bacterial peritonitis. The patient was treated with unspecified antibiotics. The root cause of the peritonitis was not reported, although it was reported that the "power was cut off while exchange solution". The event of bacterial peritonitis was considered resolving. The outcome for the event of fever was unknown. Dianeal therapy continued. The causality for fever was not reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/07/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.